Event description:
It was reported that the pump unexpectedly shutdown, the touchscreen was unresponsive and an unidentified malfunction alarm occurred. After charging pump, the reported issues were not resolved and pump shutdown again. Customer's blood glucose was 183 mg/dl.